Manufacturer narrative:
Date of event is estimated. A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.